Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, 1 opening assessed, as unidentified (tear) opening (shell thickness was within specification). Observed, 1 opening assessed, as surgical damage. Anxiety ¿ product/procedure: unable to observe, as it is not related to the device. No other observations observed, no further actions are required.

Event description:
Patient reported, right side rupture. Confirmed via MRI. And exchange of textured devices, due to their concern with product. Healthcare professional, later reported, rupture. Device explanted.

Event description:
Healthcare professional, later reported, rupture. Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture confirmed via MRI and exchange of textured devices due to their concern with product. The device remains implanted.